Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 6 events were reported for this quarter. 6 devices were received. The reported event was not duplicated during testing for 2 devices; however, the devices were outside specifications. 1 device was found to be affected by a damaged component. 1 device was found to be affected by corrosion. The reported event was not confirmed for 2 devices; the devices were found to be within specifications for the reported event. 2 device evaluations are in progress. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 6 malfunction events in which the device overheated. 4 reported events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale: 2 previously reported events are included in this follow-up record. Product return status: 2 devices were received for evaluation. Evaluation status: 2 events were not confirmed during testing; the devices were found to be within specifications. Additional information: 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused.

Event description:
This report summarizes 6 malfunction events in which the device overheated. 4 reported events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.